Event description:
Information was received from a patient rep (caller) regarding an implantable neurostimulator (ins). The reason for call was caller reported that the patient (pt) got spinal cord stimulator for probably 10 years but pt stopped using the device for at least 3-4 years due to it didn't manage their pain and something has changed about the way the device affects pt's legs and made them feel odd or tingly. Caller said that maybe the program has changed, so pt just gave up on it and never used the device anymore. Caller mentioned that "pt got some things on their back again" and the neurosurgeon said that the pt needed to have an MRI. Caller stated that they were told when pt got implanted that it wouldn't be possible to have an MRI. Caller also mentioned the last time pt had a test was "molygram" and injected their spine and they were told that pt couldn't get an MRI. Agent asked, caller said they don't have the equipment with them and the pt probably got the equipment somewhere and put them away. Agent redirected the caller to the doctor and MRI technician and advised that the doctor could call tech services to get the MRI eligibility form. Caller said that they found the contact of the rep they used to meet via linkedin and will also try to contact the rep. Due to circumstances of call, case device information could not be collected. Additional information was received from the patient (pt). Pt reports they haven't had the device turned on in a long time because it made what was going on in their legs more uncomfortable. Pt states their legs "feel like a nerve superhighway". Pt reports the device didn't help control their pain, mostly the device was annoying more than anything. Pt states they didn't ever really get pain control, "not even from the beginning", and that as their legs started getting more issues with nerve pain, they couldn't turn it on at all because it exacerbated what they were feeling. Pt provides their date of birth of (B)(6) 1968. When asked for device serial number pt states they gave their ID card to the pt's representative (initial reporter) and now they didn't know what pt¿s representative did with it. Pt states that they didn't believe their device was (B)(6) stating it was a st johns or st jude product. When asked to clarify if the device was a (B)(6) product the patient states they are "positive" that the device was not a (B)(6) product but rather a st johns/st jude medical product. Pt states they "don't know why he [agent understood pt representative/initial reporter] called (B)(6)", speculating that maybe the rep they had worked with in the past now works for (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).